Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated device code with "peeled 1454". Internal complaint # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual evaluation was conducted. The silicone insulation on the hot jaw was observed to be intact with no defects. The silicone insulation at the middle of the outer cold jaw was observed to be peeled/detached. The peeled/detached silicone insulation was not returned for evaluation. The tip of the cold jaw was observed to be cracked with no detachments. The heater wire was observed to be flexed at the center of the hot jaw. The heater wire remained attached at the tip and based of the hot jaw. No other visual defects were observed. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the condition of the device as found, the reported failure mode "failure to deliver energy" was not confirmed , but was confirmed the reported failure mode "peeled jaw, and for analyzed failure mode "material twisted/bent; wire".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working. (Failed to deliver energy) a replacement device was used to complete the procedure. The hospital did not report any patient effects.